Event description:
It was reported that during preparation for a transarterial chemoembolization (tace) procedure, foreign material was found. While preparing the renegade hi flo microcatheter for use, an unknown foreign material was noticed 20-25cm from the tip. The device was not used. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported.

Event description:
It was reported that during preparation for a transarterial chemoembolization (tace) procedure, foreign material was found. While preparing the renegade hi flo microcatheter for use, an unknown foreign material was noticed 20-25cm from the tip. The device was not used. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed kinks and flattened areas between 15-21cm from the distal end. An appropriate sized mandrel was advanced through the catheter shaft with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).